Event description:
Following a diagnostic procedure, the physician attempted to deploy an angio-seal device to obtain hemostasis; however, as the physician attempted to deploy the device, it was withdrawn in its entirety from the pt. Manual pressure was held for a duration of 1.5 hrs, and protamine sulfate was given to reverse the previously administered anticoagulation. Hemostasis was achieved without further difficulty, and the pt was discharged home without sequelae.